Manufacturer narrative:
Device photo evaluation: 3 still images were received for analysis. First mage depicts a sentrant shelf carton. Labelling information matches that reported in the complaint file. Second and third images depict a sentrant device on a table. The end cap and valves appear to have detached from the sheath along with the obturator. B5; additional information received: it was reported that the valve was extruded by approximately 0.5 cm. The valve became completely detached during removal of the sheath from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair procedure, the sentrant hydro sheath introducer appeared to come unassembled with the valve broken. There was no damage to the product box and the internal packaging was in good condition. The surgical technician reported that when removing the sentrant from its packaging, a loose blue ring was evident and the valve could be seen as slightly extruded. The physician opted to use the device during the procedure. During the index procedure, the valve was expelled out of the introducer due to the patient's blood flow. Per the physician the introducer was alleged to have a factory defect. The physician replaced the sentrant with a new sentrant sheath to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.